Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). When physician opened the pocket, there is a creamy white liquid around the pocket and there was no known pocket issue prior to the battery depletion (bd) battery replacement. Also, there was no antibiotic pouch was in use and no known pocket swelling was noted. A new s-ICD was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). When physician opened the pocket, there is a creamy white liquid around the pocket and there was no known pocket issue prior to the battery depletion (bd) battery replacement. Also, there was no antibiotic pouch was in use and no known pocket swelling was noted. A new s-ICD was implanted. Additional information indicated that every culture that was completed from the pocket is negative. The device went to pathology and field representative is guessing that the device will not be returned. No additional adverse patient effects were reported.